Event description:
It was reported that six months post stent placement, the patient presented with pain and imaging demonstrated the stent had fractured. Intervention was performed. Additional information pending.

Manufacturer narrative:
The lot number for the device is unknown. Therefore, a review of the device history records could not be performed. The stent remains implanted. The delivery system was discarded by the user facility. Therefore, sample evaluation could not be performed. The investigation is currently underway. This event is being reported because this device is the same or similar to one marketed in the united states PMA # p070014.